Manufacturer narrative:
A power supply was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The sample was installed in a calibrated console and the system was powered on. Within two minutes, the system shut down and could not be rebooted. The sample was removed and then installed again to confirm the results. The shutdown was duplicated and the power supply was confirmed as nonconforming. The root cause of the reported event can be attributed to a nonconforming power supply. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for a procedure, the system shut down on its own. An alternate system was used to proceed with surgery.

Manufacturer narrative:
The system was examined and the reported event was replicated. The nonconforming power supply was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming power supply. (B)(4).